Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set separated. The following information was received by the initial reporter with the following verbatim it was reported by customer that when unhooking the patient. IV fluids line was opened from the pump, when chamber was opened the IV primary line was completely separated from the blue piece that sits on top of the chamber. The IV fluids dumped out of the line and all over the floor.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.